Event description:
Caller reported a malfunction on the pump, which occurred without any notable prior events. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, providing necessary information, and confirmed that the malfunction code did not recur after the reset. Customer was instructed to continue using the pump and to call back if any issues arose.